Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result between xpert xpress cov-2/flu/rsv plus and biofire respiratory panel 2.1. A sample was collected from a symptomatic patient 1 on (B)(6)2023 shortly before the test was run. (B)(6)2023, sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6)2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. On (B)(6)2023, a sample was collected from a symptomatic patient 2 shortly before the test was run. (B)(6)2023 sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6)2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. Customer has also reported discrepant results to biofire. This is a case whereby the xpert 4plex plus resulted as flu a and the biofire resulted flu a 2009h1n1 and rsv. There are no indications that there is rsv in the xpert results, ie no late amplification or curves. It may very well be a false positive rsv for biofire. The customer is trying to validate biofire and is only looking for guidance how to resolve the discrepancies. No information is being used for patient management. The likely root cause in this case is biofire is likely causing the false positive rsv. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result between xpert xpress cov-2/flu/rsv plus and biofire respiratory panel 2.1. A sample was collected from a symptomatic patient 1 on (B)(6) 2023 shortly before the test was run. (B)(6) 2023, sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6) 2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. On (B)(6) 2023, a sample was collected from a symptomatic patient 2 shortly before the test was run. (B)(6) 2023 sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6)2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. Customer has also reported discrepant results to biofire. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss a discrepant result between xpert xpress cov-2/flu/rsv plus and biofire respiratory panel 2.1. A sample was collected from a symptomatic patient 1 on (B)(6) 2023 shortly before the test was run. (B)(6) 2023, sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6) 2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. On (B)(6) 2023, a sample was collected from a symptomatic patient 2 shortly before the test was run. (B)(6) 2023 sample was run per pi on xpress cov-2/flu/rsv plus, which resulted sars-cov-2 negative; flu a positive; flu b negative; rsv negative. This result was reported to physician. Same sample was run (B)(6) 2023 on biofire respiratory panel 2.1 which resulted influenza a h1-2009 detected and respiratory syncytial virus detected, all other targets not detected. This result was not reported to the physician as it was done as a correlation and the test order was not in patient file. Customer has also reported discrepant results to biofire.